Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfnf007 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (asfnf007) have been reported from the same facility.

Event description:
It was reported CT power injectors pressuring out. What they¿re being treated for: adenocarcinoma of the pancreas, no pt. Harm. No other information was provided.